Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient was 2mmhg. Imaging was difficult due to challenging anatomy, making clip visualization difficult. The mitraclip delivery system (cds) (71109u103) was advanced to the mitral valve and the clip was implanted successfully in a3/p3. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda), mr increased to 3. A second clip (71116u216) was implanted to further reduce mr and to stabilize the implanted clip. Mr was reduced to 1-2, however the mean pressure gradient increased to 10mmhg. The clip remains implanted. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be due to a combination of patient morphology/pathology (medial commissural jet, significant mitral annular calcification and a prosthetic aortic valve) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.